Event description:
Terumo (B)(4) spectra optia mnc disposable set lot #03v3225 developed blood leak during hpc, a collection. This is the second set from this lot # that has leaked at the 4 lumen inlet tubing at the lower loop sleeve hex. The first leak occurred on (B)(6) 2013 and in that case the MFR (terumo (B)(4)) determined that the inlet tube was tacked to the top of the loop sleeve causing the tube to tear during centrifugation. Terumo (B)(4) stated that no correction was performed for this incident and the root cause was potentially due to solvent adherence causing weakness in the tubing.